Manufacturer narrative:
The device was turned on prematurely at some point before the case, ran for the intended 7 hours, and shut off. The location and timing of activation is unknown. There was no indication of flaws in the design, errors during assembly, or failure of materials. The stimulator's performance was within design specifications. Checkpoint surgical received this complaint on 15jun2023. Complaint was investigated and closed on 23jun2023. The medwatch report from (B)(6) hospital was not received by checkpoint surgical until 18jul2023. This is the reason for the extended time between awareness date in f6 below and this report.

Event description:
Medwatch report (B)(4) received from (B)(6) hospital on (B)(6) 2023 stating: "surgeon tried to use checkpoint stimulator and it would not light up."